Event description:
Vns pt has been vomiting and coughing since implant and has not been able to keep any food down. It was also reported that the pt has experienced constant hoarseness since implant surgery. Stimulation had not yet been initiated. Further follow up revealed that chest x-ray was reportedly normal. Treating neurosurgeon indicated that the pt's symptoms are about 60% resolved and that he feels that it is likely that the symptoms are related to the vns implantation. Treating neurosurgeon also indicated that he believed that the pt's symptoms were likely to completely resolve over the next few weeks. The pt's left vocal cord was somewhat weak but not paralyzed. Treating neurosurgeon believes that the pt can proceed with intitiating stimulation. No further intervention is planned at this time.